Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the stenosed anatomy and/or other devices resulted in the reported difficult to remove. Interaction/manipulation of the compromised device resulted in the reported material separation. As reported, a microcatheter and balloon dilatation was used to remove the guidewire and its detached coating without causing any functional or structural damage to the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a stenosed lesion in the distal right coronary arterty (rca) to the origin of the posterior descending artery. A bmw universal ii guidewire was successfully advanced to the posterior descending artery via the guiding catheter. After balloon dilatation of the lesion, withdrawal of the guidewire was difficult. Angiography showed deformation of the guidewire tip. A microcatheter and balloon dilatation was used to remove the guidewire and its detached coating without causing any functional or structural damage to the patient. A delay in the procedure was noted however as there were no adverse patient effects, the delay was not considered clinically significant. No additional information was provided.